Event description:
The customer reported that the speaker for the philips intellivue information center (piic) does not work, after swapping out the computer. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.